Event description:
It was initially reported on (B)(6) 2013 that it was time to replace the patient¿s pump and the reporter was looking for a pump that would deliver a lower dose. Drug in the pump was baclofen. The patient¿s healthcare provider (hcp) had advised that the dose in the current pump could not be set any lower. The patient¿s hcp also advised not to put in another pump. It was stated that over the past 1 ½ years the patient¿s symptoms had changed. It seemed that the patient required less medication during the day because he was loose, completely bending at the waist. The patient did need some during the night; without it he was tight. Prior to 1 ½ years ago the patient had not had short term memory but now he did. Follow-up information received from a physician indicated that the patient¿s pump and catheter were explanted and not replaced on (B)(6) 2013. There were no alleged product issues with either the pump or catheter. The patient voiced to his physical therapist that he was not getting satisfactory spasticity management or it was not meeting his expectations. Approximately 6 months prior, it was decided to gradually decrease the patient¿s therapy and have the product explanted. The pump was then filled with preservative free normal saline until the date of explant. The estimated pump eri (early replacement indicator) was less than one month. The pump and catheter were returned; the catheter was in several pieces due to the surgeon pulling and tugging during the explant procedure. It was noted that the patient was alive without injury. It was additionally reported that the patient was not getting effective spasticity management and had recovered without sequela. The itb therapy expectations were not being met and the reasons for device removal were therapy related. A rotor or dye study was not performed; per the pump logs, the pump was last changed on (B)(6) 2013 and the pump contained saline. However the telemetry strips showed incorrect dates for several pump commands noting year 2044 up to 2046. It was unclear as to what had caused the dates to display this way. It also noted eri (early replacement indicator) had occurred with estimated eri displayed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l70458 implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: catheter. (B)(4).